Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer. The customer declined troubleshooting from technical support regarding the issue. No additional patient or event information was available.